Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling liver parenchyma on a laparoscopic left lateral hepatectomy, the surgeon was able to press the green button but the stapler was not able to fire. It was also stated that the reload could not be removed. A stapler was removed and a new one with a new reload was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The reload was received attached to the handle. Visual inspection of the returned product noted that the reload was clamped and fully fired. The lock ring was observed to be broken. The reload was able to be unloaded from the handle. Testing of the reload could not be performed due to the noted damages. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Additionally, the investigation detected a secondary condition of broken lock ring that has no relationship to the reported condition. Replication of the damaged reload lock ring may occur due improper orientation of the lock ring or over flexure of the reload while attached to the instrument. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.